Manufacturer narrative:
Investigation outcome: the alarm was caused by the internal lithium battery exceeding its service life. Lithium batteries are consumable components with maintenance requirements and a defined service life. They need to be recharged every 6 months and replaced at least once a year to ensure functionality. The instruction manual provides detailed information on the handling, replacement, purpose, lifespan, calibration, maintenance, alarms, and failure of the lithium battery. Clinical users need to regularly inspect consumable components to ensure their function. This event was due to insufficient maintenance of a consumable component not being replaced in a timely manner, which is a clinical maintenance issue. Furthermore, this machine was manufactured in 2014, and by the time of use, it was far beyond its intended service period, constituting overdue use. In summary, this event is not related to the product's inherent quality. Additionally, the 'battery needs replacement' alarm is not a malfunction but a safety mechanism. This alarm serves to alert the user. Also, with the machine connected to an external power source, a depleted battery does not affect normal operation. Conclusion: 1. This event is attributed to untimely maintenance and overdue use. It is not related to the product's inherent quality. 2. Our distributor's engineers conduct regular follow-up visits to the hospital, promptly resolving any issues that arise to ensure normal operation of the machine. 3. The alarm was detected promptly during use, the machine was immediately replaced with a backup, and no harm occurred. Similar issues can always be detected during pre-use checks, leading to the device being taken out of service, and are unlikely to cause harm. This case is considered as closed.

Event description:
Hamilton medical ag received the following event description: "the report from hospital say: the patient was admitted to our department due to cerebral hemorrhage and coma. Following the doctor's advice, while using a ventilator to assist the patient's breathing, the ventilator suddenly sounded an alarm: malfunction 244011. "Airway pressure too high"." No health consequences or impact - no intervention necessary. The case has not been reviewed yet by hamilton medical ag. Therefore the failure description could not be confirmed yet.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4). No UDI was provided as this device was manufactured prior to UDI assignment.